Event description:
It was reported that a fibrin-like particle was observed in the cassette of a home apd system yume set during use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection of the device was performed and confirmed the presence of particulate matter described as a fibrin-like particle. Functional tests (self test & priming), clear passage and pressure tests were performed with no issues noted. The cause could not be identified. A review of the assembly process showed no similar white color material present in the production process. Should additional relevant information become available, a follow-up report will be submitted.